Manufacturer narrative:
The received device had the cannula assembly deployed and the needle retracted. Although inspection of the device found no issues with the needle mechanism that would result in the needle failing to retract, it cannot be determined when the needle retracted. A root cause for the reported symptom could not be determined. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was damaged. It could not be determined when this damage occurred. No other damages or manufacturing deficiencies were found during the investigation. Serial no changed from 091872 to 0910872. Unique identifier (UDI) # changed from (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not retract after wearing the pod for less than an hour, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected.